Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use the image of the subject device had color failure connecting with different endoscopes. During the procedure, the failure of the image occurred intermittently, however the user completed the procedure with the subject device. During the incoming inspection at the service department of olympus (B)(4) (oekg), the reported color failure of the image could not be duplicated, however the image of the subject device had failure when the subject device was connected with evis 180 series videoscope or evis 160 series videoscope. The service department of oekg found the printed circuit board failure of the subject device which might have been caused the image failure. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the accidental printed circuit board failure due to passing more than 4 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.